Event description:
We received an allegation of questionable sodium electrode results for 1 patient sample tested on a cobas 8000 ion-selective electrode (ise) 1800 module. Initial result: 109.00 mmol/l. The customer did not report the result outside the laboratory because they noticed the qcs were running low on the module and repeated the sample on another module. Repeat result: 116.00 mmol/l. The repeat result was deemed to be correct.

Manufacturer narrative:
The sodium electrode lot number was fng36 with an expiration date of 10-nov-2026. The calibration results were acceptable. The qc recovered low on the day of the event. The patient sample was hemolyzed. The field service engineer identified that the reference line tubing near the bottles was kinked. He then replaced the reference tubing from the bottle to the degasser, primed the system, and replaced the sample probe. He performed ion-selective electrode checks and precision studies with acceptable results. The investigation determined that the sample probe and kinked reference line tubing had caused the event. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.